Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-39-broken lcd glass. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer reported complaint for defective lcd accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report hyperglycemic symptoms (did not specify which one/ones). Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed the test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was reviewed for previous test result history. Customer was not feeling well and will seek medical attention. Customer advised he is experiencing hyperglycemic symptoms but would not disclose what symptoms. Customer unable to provide lot number of test strip container became vulgar and disconnected call. Upon customer's call back on (B)(6) 2018; customer states that he can only see partial characters. No medication was administered. He states the lcd screen is not cracked and meter was never dropped. Customer declined to answer question on how he was feeling at the time of call.